Event description:
Monitor techs reported that pace mode was turning on randomly. The pacer detection function can be shut off inadvertently for a pt with a pacemaker. No death or serious injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.